Manufacturer narrative:
On august 13, 2018, it was reported that during surgery the device comb was bent and handle was not working - intermittently. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia/zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was november 17, 2016 where it was reported that the handle was continuously jamming and the roller, worn bushings, worn side plates, damaged comb, gear, comb, bearings, carrier guide, sliding pins, ratchet gear, and spring were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on september 9, 2018 revealed that the comb was bent. The pretest calibration and sample mesh could not be completed due to the damaged comb. The sliding pin was inserted wrong causing the handle to not ratchet. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia on september 9, 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device comb was bent was confirmed since during the product review by zimmer biomet australia it was revealed that the comb was bent. The reported event that the device handle was not working intermittently was confirmed since during the product review by zimmer biomet australia it was revealed that the sliding pin was inserted wrong causing the handle to not ratchet.. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by zimmer biomet australia on september 9, 2018 revealed that the comb was bent. The sliding pin was inserted wrong causing the handle to not ratchet. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the device comb was bent and handle was not working - intermittently. There was no harm, delay reported. No adverse events were reported as a result of this malfunction.